Manufacturer narrative:
On (B)(6) 2016 @ 6:52pm blood glucose of 62 mg/dl: according to the consumer, "...her pump dispensed 0.7 units of insulin based on this blood glucose result and subsequently, "...she 'felt sick',' confused', and 'lightheaded' after the 6:52pm result." The consumer stated, "...based on her symptoms she had an orange to bring her sugar level up..." On (B)(6) 2016 @ 10:19pm: she performed another blood glucose test getting a result of 109 mg/dl. The consumer stated, "...no insulin was taken based on this blood glucose reading" the consumer reported that, "...she still felt 'very sick' and her husband decided to call the emt's right after the 10:19bg reading.." The emt's arrived at 10:27pm and checked consumer's bg against their meter: on (B)(6) 2016 @ 10:27pm bg 59 nova max link meter on (B)(6) 2016 @ approx. 10:30pm bg 35 mg/dl emt's unk meter the emt's gave the consumer a 'sugar shot' while they were in the house. On (B)(6) 2016 @ approx. 12:30am blood glucose 152 mg/dl the emt's then transported the consumer to: (B)(6). Once the consumer arrived at the ER she was 'not treated medically; but was given 'fruits and crackers' by the doctors monitors her stay in the ER. Consumer stated the doctor's checked her blood glucose twice in the ER however she was only able to recall the second reading: (B)(6) 2016 @ approx. 12:30am blood glucose 152 mg/dl approximately around 1:00am the consumer was discharged and sent home. The consumer stated she still felt "a bit sick" when she got home but she decided to go to bed. The consumer woke up feeling better the next morning and tested her sugar using her nmp meter and ts in questions: (B)(6) 2016 @ 7:30am bg 83 fasting result. Normal testing time during the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Consumer called in concerned about her blood glucose readings using her nova max link meter.

Manufacturer narrative:
Complaint could not be confirmed. The complaint of accvsame could not be replicated. A failure analysis of the returned device revealed that the nova max link glucose monitoring device performed within specification. Visual as well as chemical evaluation (by testing with control solution) of the returned glucose test strips revealed the strips to be compromised. The root cause could not be conclusively identified. A potential contributory root cause may be related to exposure of the test strips to extremes in temperature contrary to the storage and handling as indicated in label copy (IFU/package insert) this is further supported by the results of the retain strip testing which indicates the performance of the retain strips are within product specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.